Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The pump was reset and the customer continued to use the pump for insulin therapy.